Event description:
Other than the screws that secure the fcv to the manifold bracket being loose, the unit is within all manufacturers' specifications. The alleged incident reported could not be duplicated.

Manufacturer narrative:
The company is attempting to get the unit returned for investigation. If the unit is evaluated a follow-up report will be submitted.

Event description:
The company was informed on june 6, 2017 of an adverse event that occurred on (B)(6) 2017. The patient was filling a portable liquid oxygen unit from a stationary liquid oxygen unit. When the portable unit was removed, the valve did not close properly and liquid oxygen spilled out of the unit and onto the patient's hand, causing burns.